Event description:
The customer reported to philips healthcare that the heartstart xl had an error 10004 (system failure cycle power). There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.